Manufacturer narrative:
Device evaluation of battery charger (B)(4) has been completed. The reported problem (does not charge battery packs) was confirmed. As received, the battery charger would not charge a test battery pack. Upon evaluation, there was a solder bridge on the battery board. The cause of the inability to charge the battery packs is the solder bridge. The root cause of the solder bridge cannot be positively identified. No adverse event resulted from the defective charger.

Event description:
A us distributor contacted zoll to report that a patient's battery charger was not properly charging the battery packs.